Event description:
The customer reported that the 9900 system monitor was blank. The system was rebooted, then the image was split. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated replaced during the service call. The system was tested and found to be working as intended and put back into service.